Event description:
While manipulating a helical stone basket in pt's right ureter, approx 5" of the sheath covering of the wire came apart in the ureter. The sheath was retrieved with a grasping forceps.